Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Based on field report and visual inspection that showed lead body appeared twisted and a deformed helix. Laboratory testing confirmed the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead had been dislodged. The ra lead was surgically explanted and was replaced. No additional adverse patient effects were reported.